Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a large blood loss occurred after a staple load was fired. When the surgeon was removing the kidney he placed the stapler across vessels and it seemed to shift and malfunction as it did not seal properly. There was blood loss that was controlled, and the procedure remained laparoscopic. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator loading unit. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and amended as appropriate.